Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. During the evaluation, foam particles were observed. In addition, the third-party service center found scratches on the user interface panel screen, which was replaced on the device. The device software was upgraded and passed the final testing on the device.

Manufacturer narrative:
H3 other text : evaluated by third-party.